Event description:
Technician alleged no head of bed up and no hi/low up on head hi/low. Technician found worn seals on valves for manual CPR and hi/low up. He replaced valve guide tube and manual CPR valve to resolve.